Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a "service required" code was found in the ventilator's downloaded error log. The device's system board and speaker were replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. In addition to above evaluation, the device's machine flow sensor was replaced to address the issue. The system board and speaker were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and speaker functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a "service required" code was found in the ventilator's downloaded error log. The device's system board and speaker were replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. In addition to above evaluation, the device's machine flow sensor was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a "service required" code was found in the ventilator's downloaded error log. The device's system board and speaker were replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.